Event description:
It was reported that this pacemaker device had an alert for atrial arrythmia burden. There were right ventricular (rv) oversensing on the right atrial (ra) channel. Technical services reviewed available electrograms and it was determined that there was far-field oversensing. Ts stated that there could be a possibility for undersensing of atrial fibrillation (af). Ts provided reprogramming recommendations. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.